Manufacturer narrative:
(B)(4).

Event description:
It was reported that "wires broke" due to flexing over. The pt underwent a revision to address the broken wires. Refer to manufacturer report #3007566237-2011-05579 for subsequent event.